Event description:
It was reported that intermittent, ongoing cartridge change errors occurred with multiple cartridges during the load sequence. The customer experienced an elevated blood glucose (bg) level of over 500 mg/dl; although a specific value was not provided. The customer did not provide additional details regarding the reported bg level. The customer will continue to use the current pump for insulin therapy.